Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. It was possible in review of provided x-ray images to confirm the reported material fracture. It was not possible to determine the root cause using images only. A review of device manufacturing records finds no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 509282. A review of device manufacturing records finds no deviations or anomalies.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. It was possible in review of provided x-ray images to confirm the reported material fracture. It was not possible to determine the root cause using images only. A review of device manufacturing records finds no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 509282. A review of device manufacturing records finds no deviations or anomalies.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales representative that the patient has reported with a fractured lps in situ, 1.5cm below stem collar. The last operation - 2017 for cup revision only, lps already in situ. It is unknown if the prior revision was for depuy products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot 509282. A review of device manufacturing records finds no deviations or anomalies. A review of device manufacturing records found no deviations or anomalies.